Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled device. It was stated that the grey devon adapter fell off the cupola. There was no information obtained that indicates any patient involvement and circumstances of the event. This grey devon adapter is a third party product sold by e.g. Getinge and is used with optional, single-use sterile handles to attach them onto the device. It was established that when the event occurred, the light-head did not meet its specification and it contributed to the incident. During the investigation it was found that to date the issue appears not to be a systematic problem but rather a single issue at hand and that the reported scenario has never lead, to date, to serious injury or worse. The defective part was not returned to manufacturing site for further evaluation. Furthermore, the originator did not provide any pictures of the adapter nor any more information which can give a possibility to investigate the issue further. If we were to assume what caused the grey adapter to fall off, our assumption would be that the screws in the adapter were not tightened well. We believe that overall the related devices are performing correctly in the market.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Additional information will be provided after investigation result.

Event description:
On (B)(6) maquet sas became aware of an incident with the surgical light device branded powerled. As it was stated in the complaint description the grey devon adapter of the head light fell down. There was no information provided about the possible patient involvement and the circumstances of the event. The issue is being investigated. The follow up report will be provided upon conclusions from the investigation. Manufacturer reference number: (B)(4).